Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted, received with normal operating currents and no damage found on the lcd isolation tape noted. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
This report is provided because our original device evaluation follow up report was submitted with incorrect data in section

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a blank display. His/her blood glucose level was not reported. The product will return. Nothing further to report.